Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the atrial lead an atrial lead warning , low pacing impedance, questionable reliability of atrial sensing and capture. It was noted that the patient had a history of persistent atrial fibrillation (af) and tht the physician thinks that it may be possible that some afib was being undersensed. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected lower range. It was also noted that the auto lead diagnostics shows the atrial lead high count of short circuit/low impedance paces and that a atrial lead warning occurred on 2014-(B)(6).